Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and the device passed. Manual "try it" testing and was performed and failed. A manual sound test was performed and failed as no sound was heard from the speaker. Drop testing was performed and failed. A global receiver functional test was performed, and it failed the speaker tests. The receiver case was opened for an interior inspection, and failed. Speaker resistance was measured and failed. The receiver log was downloaded and reviewed, finding no errors related to the complaint. The reported event of no audio output was confirmed, as the reported fault was reproduced with the receiver. The root cause was determined to be a defective speaker assembly.